Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the manufacturer representative (rep) reporting that the patient was confused about how the recharger indicated the current amount of charge in the battery. The rep reported that there was no adverse event and nothing further to report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that when the patient charges their device, they are unable to charge up to 100% and then a few hours after the implant drops to 75%. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.